Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device model number ped2-450-18 brand name = pipeline flex w/shield technology. The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device with shield technology (ped2) failed to open at the distal segment during a flow diversion procedure. The ped2 was used to treat a patient's cerebral aneurysm. Patient vessel tortuosity was described as severe. It was reported the ped2 was prepared as indicated in the instruction for use. The reported ped2 was removed from the patient. New device was used to complete the flow diversion procedure for the patient. No injury reported.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation within its outer carton; inside of a sealed plastic bag and a shipping box. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. It is possible that the "severe vessel tortuosity" and "damaged braid" may have contributed to the "failure to open" issue. The damage on both ends of the pipeline flex with shield braid is likely the result of the customer re-sheathing the device more than recommended two times. If information is provided in the future, a supplemental report will be issued.